Event description:
Patient reported ¿late lymph effusion¿, a capsular contracture, baker grade unknown, ¿risk of cancer and lymphoma¿, 2 capsulectomy surgeries to remove all the tissue touched by the devices, ¿complications¿ , ¿these devices have destroyed my life, invalidated me¿, ¿defective devices¿, ¿my body will never be the same following the reaction that these prostheses caused." Device has been explanted. Record relates to the right side.

Manufacturer narrative:
The event of "lymphadenopathy and capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy and capsular contracture, baker grade unknown.